Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was having difficulty charging the pump using the usb cable. The customer stated that the usb cable stopped charging the pump so the customer started using a different usb cable. The customer stated this was believed to have damaged the port. There was no impact to the customer's blood glucose level. A replacement cable was sent to the customer. Multiple follow up attempts were made to determine if the charging issue was resolved. However, no additional information was provided.